Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patients weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.